Event description:
It was reported that the patient's white controller connector had one of its connecting pins broken off which subsequently lodged in one of the ungrounded cable pin connections. A replacement controller was requested.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a missing pin on the white power cable was confirmed. Initial evaluation of the returned hmii system controller, serial: (B)(6), confirmed a missing pin on the white power cable connector. This did not affect the controller¿s ability to operate the mock circulatory loop. The returned controller was functionally tested and failed continuity test on the power cables due to a missing pin on the white power cable connector. Further test revealed that each wire had higher than normal resistance with an open circuit on the black/white wire which is consistent with the missing pin. The observed missing pin and wire breakdown did not affect the controller¿s ability to support a system at the set speed throughout testing. The root cause of the conductor breakdown appears to be consistent with the repetitive flexing of the cable during use of the device. However, a root cause of the missing pin on the white power cable connector was not determined through this analysis. Incidental findings: wire fatigue. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller, and state how to store, transport, and maintain the system controller to prevent damage. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 19may2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-02748. Evaluation of the downloaded log file from the returned controller revealed a pump stop on (B)(6) 2021 at 03:53. The cause of the pump stop was suspected percutaneous lead issues.